Event description:
It was reported by the customer, a routine microbiological culture was performed on the colonovideoscope. An unexpected contamination was detected. There was no report of contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of bacteria was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and results of third-party testing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The user-provided culture test results stated that the living microorganism count was less than 1 colony forming unit (cfu). When olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: leakage from s-cover watertight, lg-lens (light guide lens) discolored, lg-lens glue chipped, ob-lens glue (objective lens) cloudy, c-cover (distal end cap cover) scratched, rubber cover cloudy, grip scratched, a/w-cylinder (air/water cylinder) mark faded, suction cylinder mark faded, scope body breakage, universal cord scratched, scope cover/plug unit scratched, insufficient angulation, handle of flexibility adjustment ring stiff, inner wall of biopsy channel slightly scratched, however, these defects alone are not considered severe enough to cause a potential adverse event. The instructions for use (IFU) states the following pertaining the reported phenomenon: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.". Olympus will continue to monitor field performance for this device.